Manufacturer narrative:
Follow-up # 2 date of submission 3/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/08/2017 with the following findings: the black box and alarm history showed cs 012 call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no call service alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 1/31/2017 - correction to "describe event or problem."

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.